Manufacturer narrative:
Expiration date - may 2024. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Occupation - doctor. A photo of the actual device was received for evaluation. Based on the result of the investigation, the problem originated from our process. Two simultaneous trouble occurred on bag #3; ongoing glue adjustment at epoxy station and silicone cycle over time alarm at silicone coating station. One jig that was pulled out by online inspector #1 after the technician adjustment on bag #3 was possibly returned to the cooling conveyor together with the jig taken out from the drying tunnel during trouble for silicone cycle over time alarm, therefore the jig did not pass the drying tunnel and was not cured. To prevent product mix up, we will discard products on the jig that were taken out at epoxy station far from online inspection 1. Related document was also revised to indicate the responsible person for jig takeout / return activity. In addition, separate carts during jig take out is already being used at epoxy station and silicone coating station. (B)(4).

Event description:
The user facility reported that the cannula was detached from the hub during removal of the needle after a drug injection and remained inside the blood vessel. For nerve block treatment, the user connected a nn24g to a glass syringe and inserted to the cervical blood vessel. The user collected the solution using a 18g and replaced by a 24g, and injected 8cc's, the cannula was detached from the hub during needle removal and remained inside blood vessel. The cannula was not able to be removed instantaneously. It was removed under anesthesia by surgical operation in an operating room. As the doctor knew the specific part cannula remained, the cannula was able to be removed in 30 minutes. The needle was inserted almost to a depth of 3cm. Based on the doctor's comment, punctured area and manipulation would have not specially applied loads to the needle. No problem in the patient health condition. Fortunately, as it was able to be removed in a short time, no specific problem was observed in the patient health condition. After taking a surgical operation, the patient was sent to rest in a private room.